Event description:
According to the customer, "when raising the entire bed sparks come from where the pendant is plugged in under the bed."

Manufacturer narrative:
According to the customer, "when raising the entire bed sparks come from where the pendant is plugged in under the bed." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).